Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the tip of the protector was damaged, and the balloon burst occurred. The procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the tip of the protector was damaged, and the balloon burst occurred. The procedure was completed with another of the same device without any patient complications reported. The patient was in good condition. It was further reported that the balloon was inflated beyond the recommended rated burst pressure, and that there were no other issues.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of failure to follow instructions to the event as the complaint reported that the balloon burst and the balloon was inflated beyond the recommended rated burst pressure (rbp). The IFU instructs the user to inflate the balloon to the appropriate pressure to perform dilatation and the complaint is stating that this was exceeded.